Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("placement of the essure coils could not be confirmed") and genital haemorrhage ("heavy bleeding") in a (B)(6)-old female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with diagnostic laparoscopy performed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, menorrhagia and dysmenorrhoea had not resolved and the device dislocation, abdominal pain and dyspareunia outcome was unknown. The reporter considered pelvic pain, device dislocation, genital haemorrhage, abdominal pain, alopecia, dyspareunia, menorrhagia and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was bilateral tubal occlusion. On (B)(6) 2014: ultrasound scan vagina result was placement of coils could not be confirmed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain, heavy bleeding (seen as genital bleeding) and placement of the essure coils could not be confirmed (seen as device dislocation). These events are anticipated in the reference safety information for essure. Coils had not been removed until time of this report. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown (it was not even confirmed); however, given its nature, the possible device dislocation was considered related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('placement of the essure coils could not be confirmed') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), autoimmune disorder ("auto-immune symptom") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (diagnostic laparoscopy performed on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, alopecia, menorrhagia and dysmenorrhoea had not resolved and the device dislocation, abdominal pain, dyspareunia, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2014: results: placement of coils could not be confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new events added: auto-immune or hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('placement of the essure coils could not be confirmed') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), autoimmune disorder ("auto-immune symptom") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (diagnostic laparoscopy performed on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, alopecia, menorrhagia and dysmenorrhoea had not resolved and the device dislocation, abdominal pain, dyspareunia, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2014: results: placement of coils could not be confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('placement of the essure coils could not be confirmed') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube spasm. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("hypersensitivity"), heavy menstrual bleeding ("menorrhagia"), genital haemorrhage ("heavy bleeding"), alopecia ("hair loss") and autoimmune disorder ("auto-immune symptom"). The patient was treated with surgery (diagnostic laparoscopy performed on (B)(6) 2014). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, genital haemorrhage and alopecia had not resolved and the device dislocation, abdominal pain, dyspareunia, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: insertion details: on the left side, 4 coils were noted. On the right side, 3 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2014: placement of coils could not be confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received. Reporter's information, patient's date of birth, medical history and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain, heavy bleeding (seen as genital bleeding) and placement of the essure coils could not be confirmed (seen as device dislocation). These events are anticipated in the reference safety information for essure. Coils had not been removed until time of this report. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown (it was not even confirmed); however, given its nature, the possible device dislocation was considered related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.